Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier required maintenance. The field service engineer (fse) updated the biometric identifier driver from version 9.6.413 to 9.6.415, after which the issue was resolved. The customer tested the device and confirmed that it was functioning without any issues. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the biometric identifier required maintenance. However, there were no delay or no adverse events or injuries reported based on this event.